Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic on (B)(6) 2017. Upon review, the implantable cardioverter defibrillator exhibited episodes myopotential oversensing resulting in noise reversion. No patient symptoms were reported. The device was reprogrammed and the patient would be monitored with routine follow-up.